Event description:
It was reported that the procedure was to treat an external iliac artery. A 9.0 x 40 mm absolute pro was advanced to the lesion without resistance and was implanted in the external iliac artery. When the delivery system was being removed there was resistance felt when the catheter was at the abdominal aortic arch inside the 6f sheath; however, it could be removed from the anatomy. An 8.0 x 40 mm non-abbott balloon catheter was being advanced for post dilatation when resistance was again met in the 6f sheath and the absolute pro stent was found inside the sheath. A 3.0 balloon was advanced and partially inflated inside the stent and it was pushed out of the sheath into the common iliac where it was implanted. The procedure was completed by implanting a non-abbott stent in the external iliac. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal and against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted in the absolute pro vascular self expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Based on the information reviewed, there is no indication of a product deficiency.